Manufacturer narrative:
Date rec¿d by MFR : 26aug2019, date of report : 27aug2019. The manufacturer's service technician confirmed that the device would not enter standby mode due to an active flow sensor error. The technician replaced the flow sensor to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Unit cannot be set in standby mode. No patient or user harm was reported..